Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 via e-mail to report that pt developed a rash from the sensor adhesive. Pt had spoken with his doctor, who suggested using a tape or IV prep under the adhesive, which did not help. Pt had stopped using the device for about a month, but the rash returned as soon as he began using the system again. Pt has discontinued use of the device. Pt's mother reported that pt had a rash but was fine during a f/u call by dexcom technical support on (B)(6) 2011.